Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 4. Upon going through the 2240 questions, the home patient (hp) discovered that the supply bag fell and disconnected. The baxter technical service representative (tsr) explained the alarms and had the hp cycle power to clear them. The tsr explained that the supplies were compromised. The hp stated that he would finish manually and the tsr advised the hp to call the registered nurse (rn) in the next 24 hours and let her know. The hp understood the explanations and cleared the alarms and would finish manually and call the rn. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were not reviewed with the reporter. The hc was okay. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was supply bag fell and disconnected. This issue is being investigated through CAPA. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.